Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in clinic with post-paced t-wave over-sensing from their implantable cardioverter defibrillator. Device was programmed to monitor the patient's episodes better. Patient had no consequences as a result of the event.